Event description:
It was reported that when using the bd pyxis¿ es server message stating "devices not connected" was displayed, and critical override was temporarily enabled. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were not connected. A technical support specialist (tss) dialed into the server and logged into structured query language (sql) server management studio (ssms) to run the server down query. The issue was not a carefusion coordination engine (cce) disconnected flag, but rather srv communication to station was delayed. The bd data synchronization service was restarted but returned with error 1053. The service was force stopped and restarted, after which the server down query showed no delays. Tss then logged into the patient encounter system, verified that no devices had critical override status. Finally, tss dialed into the station and confirmed no disconnected notices were present. The system functioned as intended after the technical support specialist troubleshot the device.